Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-03027. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the cause of the coronary obstruction was attributed to ¿age related debris¿ that had moved after balloon aortic valvuloplasty (bav). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the placement of the 26 mm sapien 3 by tf approach in aortic position, the e-sheath was inserted above the bifurcation. While pushing the commander and valve through the e-sheath, severe resistance was encountered. Once the valve exited the sheath, it was seen that a strut was bent outwards. It was decided not to try and retrieve the valve but to deploy it in the abdominal aorta. However, the valve deployed asymmetrically and caused an aortic dissection. The aortic dissection was treated with a stent. The patient was changed for ta access but after insertion of the 26 mm prosthesis a st segment evaluation was seen. Therefore, directly post deployment of the valve, a coronary angiogram was done. It was seen via coronary angiogram that ¿age related debris¿ had moved after bav. A coronary stent was implanted with good result.